Event description:
It was reported that there was a watchdog error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was a watchdog error. There was no patient involvement.